Event description:
It was reported that the keypad on the insulin pump was unresponsive. The act button was noted to be sticking and unresponsive. Customer also mentioned receiving no delivery alarms. Customer's blood glucose reading at the time of the call was 380 mg/dl and has treated with manual injections. No further information reported.

Manufacturer narrative:
Insulin pump received with no button response due to flattened express bolus, esc, act and down button dome switch. No cosmetic damage noted.